Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with reflin injections (1 gram, frequency and route not reported), tobramycin injections (40 mg, frequency and route not reported) and heparin injections (1000 iu, frequency and route not reported). The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, peritoneal dialysis (pd) catheter was removed and pd therapy was discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.